Event description:
The customer's mother reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose was 200 mg/dl. The customer was treated with manual injection. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No button error alarm was noted during testing. The insulin pump was received with a cracked reservoir tube lip, minor scratches on the display window, a cracked case at the reservoir tube window corner, cracked reservoir tube window and cracked battery tube threads.